Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the patient's pump had previously failed and he had this happen "quite a few times" before. It was clarified that the pump would stop delivering and the pump had alarmed. Additionally, something had plugged the catheter. As a result, the patient would go to the emergency room (ER). The event date was unknown. No further issues were reported or anticipated.